Event description:
Lap sponges were rolled up and placed inside solution warmer which was filled with 0.9% normal saline set to 110 degrees fahrenheit. While attempting to scan out one of the sponges during the procedure it was discovered that half of the scanable tag was missing. When searching the backtable for the remaining half, it was discovered that the tag was stuck to the bottom of the warmer drape and was unable to be removed. The lap was sequestered and manually entered out at the end of the procedure. The portion of the warmer drape with the tag stuck to it was collected and both items were sent to biomed. Pod manager was notified.